Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple malfunction alarms occurred. The customer had not tested blood glucose (bg) level at the time of the report. There was no reported impact to the customer's bg level. Reportedly, the customer had manual injections available for alternate insulin therapy.